Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for approximately 7 of the 14-day prescribed wear period. After removal of the monitor, the rash persisted, making it unclear whether the reaction was directly caused by the zio monitor. The patient has no history of reaction to medical adhesive or sensitive skin. Since no serial number was provided for the subject device, irhythm cannot confirm if the patient¿s device was received for evaluation. The exact cause of the reported event cannot be determined; however, the application process cannot be ruled out as a contributory factor. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to urgent care with skin irritation, allegedly caused by the zio monitor. The patient believes the irritation was due to the abrasion process performed prior to the application of the device. The patient experienced a rash and a burning sensation. As symptoms persisted, the patient followed up with their healthcare provider (hcp), who prescribed an unknown medication. Despite the patient removing the device, the rash persisted for approximately one month. Their hcp advised the use of over-the-counter ointments.